Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited no magnet rate response. The patient condition was good. No intervention had been reported.

Event description:
New information states that the device was explanted on (B)(6) 2016 successfully, patient condition was good prior during and after the procedure.